Event description:
When inserting the j-tube enteral feeding device into a securi-t during a therapeutic procedure, the j-tube detached from the white connector. The clinician replaced the device with another enteral feeding device. The complainant indicated that there was no adverse effect on the pt as a result of the reported problem.